Event description:
Astrid cavenaghi, etienne hoffmann, paul labed, laurent chiche, fabien koskas, jean-michel davaine. Anterior cage migration during spine surgery: an unusual and severe complication. Society for vascular surgery. (J vasc surg: venous and lym dis 2021;9:497-8.) Event summary: a (B)(6) year-old woman was referred to the center after spine surgery for l5 radiculalgia. Magnetic resonance imaging revealed degenerative hypertrophy of the posterior articulation and midline l4-l5 disk herniation. A posterior l4-l5 osteosynthesis was performed with cage insertion and l4-l5 calibration by bilateral total arthrectomy. Unanticipated anterior migration of the cage had occurred, and despite several attempts, extraction was not possible. At this time, because the patient¿s hemodynamic parameters were normal and she was in prone position, the decision to proceed with spine surgery and not to remove the cage during the same operation was made. The postoperative course was uneventful and significant reduction of the neurologic symptoms was noted. A postoperative computed tomography scan showed that the cage was in the retroperitoneal space in the immediate vicinity of the ivc and abdominal aorta. Concerns for risk of cage migration in the vena cava or in the aorta and consecutive embolism or thrombosis led the doctors to the decision of surgery for cage removal. Median laparotomy was performed; the cage was found interposed between the aorta and vena cava. This new procedure took place 17 days after the first operation; thus, an intense inflammatory process was noted with strong adhesion of the cage to both vessel walls. The cage was being incorporated within the ivc wall. Because of severe adhesion of the cage to the ivc, intravenous heparinization (50 units/kg) and ivc cross clamping were realized before cage dissection and removal. Finally, complete removal of the cage was possible without vessel reconstruction. The postoperative course was uneventful, and the patient was discharged after 6 days.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.